Event description:
Consumer called on behalf of his (B)(6) grand-daughter. Consumer is not sure if the child was laying on the heating pad, but the heating pad was warped and melted. The burn/redness went away after several days.